Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). Possible batches for this complaint: 8b01258249 8b01258249 8b01258249 9c24258271 9c24258271 9d2925a217 1a06258306 1a07258302 1a07258303 1a07258304 1c19258272 1e24258272 1e24258272 1g22258319 1g22258318 1g22258316 1i26258237 1i26258237 1k21258237 1l22258248 1m22258247 1m22258247 2a18258248 2d06258319 2d06258320 2e31258244 2e31258244 2f23258233 2g01258242 2i15258241 2i28258242 2l25258243 2l26258241 2l26258241 3a15258231 3b20258241 3b22258242 3c11258242 3c11258242 3e29258231 3e29258231 3f17258281 3g10258372 3h31258392 3i03258393 3i03258393 3l03258315 4a19258273 4a19258231 4a28258231 4b15258271 4b15258272 4c03258371 4c03258372 4c03258373 4c06258371 4d15258273 4d15258272 14e10g8231 14e10g8234 14e20g8272 14g09g8271 14e19ga275 14e19ga275 14h13g8231 14h13g8231 14k09g8274 14l13g8271 14l13g8274 14m02g8271 14m02g8272 14m02g8273 14n12g8231 14n15g8231 15a09g8274 15a09g8275 15b10g8274 15c11g8273 15c11g8274 15d14g8271 15f17g8272 15g14g8294 15g15g8291 15h24g8274 15h24g8275 15h25g8274 15h31g8271 15m26g8235 15m28g8234 15m29g8232 15n01g8273 15n01g8274 15n02g8271 15n02g8272 16a25g8275 16a30g8273 16a30g8275 these possible batches were reviewed and no abnormalities found during in process and final control inspection. We assess this complaint to be not judgeable.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample is available for investigation. Without the actual sample (or device), a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4): hospitalized patient on (B)(6) to (B)(6) 2015. Contact 15 days after its release in thinking it was a piece of perfusion remained in his arm. Realization of a doppler on (B)(6) confirms the presence of a piece of catheter (2 cm). Plastic surgery care: during local anesthesia, catheter migration in circulation. Opinion of the interventional radiologist: no risk to the patient.